Event description:
The following cell-dyn 1700 results were questioned on a patient: rbc= 6.51 m/ul and hgb= 17.7 g/dl. The patient sample was retested twice yielding the following results: rbc= 2.93 and 2.97 m/ul, hgb=8.5 and 8.3 g/dl. No impact to patient management was reported.